Event description:
It was reported that, one day following a procedure of photo selective vaporization of the prostate for a benign prostatic hyperplasia, the patient began experiencing pain due to a perforation on the capsule of the prostate. No further patient complications were reported.

Event description:
It was reported that, one day following a procedure of photo selective vaporization of the prostate for a benign prostatic hyperplasia, the patient began experiencing pain due to a perforation on the capsule of the prostate. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain and occurrence of perforation are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. H3 other text : the device did not return to bsc for analysis.